Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, it was noticed that the thread of the healicoil was broken. The device was not used in surgery. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for this lot concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during surgery, external to the patient, it was noticed that the thread of the healicoil was broken. A backup device was available to complete the procedure with no surgical delay or other complications.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is still on the insertion device. One thread is broken at one end and bent/deformed at the other end. The sutures are slightly pulled away from the device at the distal tip. The tails of the sutures are still run through the cannula and tied at the cleat. Bio debris is present. A functional failure was not reported therefore a functional evaluation was not performed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that each shipment of material must be accompanied by the manufacturers certificate of conformance. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.